Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during the pulse field ablation atrial fibrillation ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was sucking back air upon aspiration when the farawave catheter was inserted after performing a pre-mapping with a competitive mapping catheter through the farawave sheath. The troubleshooting steps included attempt to aspirate multiple times with different syringes and flush yet no improvement. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further informed that a non-bsc octaray and farawave catheter were inside the sheath when air was noted. The pressure bag was used for the irrigation of the sheath. The bubbles were observed in aspiration syringe. The guidewire was just at the tip of the farawave splines. No other issue has been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation atrial fibrillation ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was sucking back air upon aspiration when the farawave catheter was inserted after performing a pre-mapping with a competitive mapping catheter through the farawave sheath. The troubleshooting steps included attempt to aspirate multiple times with different syringes and flush yet no improvement. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further informed that a non-bsc octaray and farawave catheter were inside the sheath when air was noted. The pressure bag was used for the irrigation of the sheath. The bubbles were observed in aspiration syringe. The guidewire was just at the tip of the farawave splines. No other issue has been reported.